Manufacturer narrative:
Sc-2317-50 sn (B)(6). Device evaluation indicated that the visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent or kinked location is one cm from the set screw mark of the clik anchor. There are no exposed cables at the clik anchor site fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure. Sc-2317-50 sn (B)(6). Device evaluation indicated that the visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent or kinked location is one cm from the set screw mark of the clik anchor. There are no exposed cables at the clik anchor site fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure.

Event description:
It was reported that the patient had high impedances with 11 contacts out of his 32 and was not receiving adequate coverage. The patient underwent leads replacement procedure and was doing great postoperatively. The leads will be returned for analysis and to determine the location of fractures.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5131704.

Event description:
It was reported that the patient was having inadequate stimulation due to high impedances. The patient underwent a revision procedure wherein the leads were replaced and was doing great postoperatively. The leads will be returned for analysis and to determine the location of fractures.